Event description:
When removing neoprobe from sterile drape, noticed blood around end of neoprobe. Checked sterile drape for tears, no obvious tears or holes. Doctor felt there had to be pinhole in neoprobe drape.